Event description:
Surgeon reported that telescoping smoke evacuation electrosurgical device was only working intermittently. Replaced handheld device ref sep60000 and no further issues were reported. Obtained lot number of device (2303220x) and reporting issue via safer system.